Event description:
The customer reported the ventilator would not function on ac power, only on backup battery power. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The ventilator alarmed to specifications. The respironics service technician verified the customer reported problem. The service technician reported he found a connector to the main circuit breaker disconnected. The service technician reconnected it to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Loose electrical connection to circuit breaker.